Event description:
It was reported that during removal of the device from the coronary artery, the left main was torn. Emergency open heart surgery was performed in order to repair the vessel, but the patient died the following morning.